Manufacturer narrative:
This is one event for the same pt involving three separate products.

Event description:
The plaintiff's attorney alleged that the decedent collapsed and went into cardiac arrest, immediately following dialysis treatment, on or about (B)(6), 2002. The plaintiff's attorney also alleged that the decedent subsequently expired after the use of the product.